Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. However, the reported event was not reproduced. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, it was determined, that the distal cover was insufficiently attached to the scope. Therefore, the distal cover easily detached. However, the root cause could not be identified. The event can be detected/prevented, by following the instructions for use (IFU) in sections: operation manual: chapter 4: (section 4.1): detection. Operation manual: chapter 3: (section 3.5): preventative measure. This supplemental report includes additional information received, from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that an anti-fog agent was not applied to the scope lens. However, a small amount of surgilube was used, during the procedure. After attaching the distal cover to the scope, the device was pulled/twisted to ensure it did not easily detach. The distal cover was firmly pushed in until, the distal ring was fully visible within the distal cover opening. Also, it was confirmed, that the distal cover was not damaged, after it was attached to the scope.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-00079. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the single use distal cover had an out of box failure. It fell off into the patient. Additionally, the cap was broken where it was supposed to lock in place. The issue was found at the end of therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, when this duodenovideoscope was removed from the patient. An esophagogastroduodenoscopy immediately after the procedure was required to remove the cap from the patient duodenum. The procedure was completed but was delayed for 15 minutes. There were no error messages observed. The duodenovideoscope and the cap were inspected prior to use. There were no reports of patient or user harm. This report is related to patient identifier (B)(6).